Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 400 units of insulin, and the initial fill estimate displayed over 100 units of insulin. Then, the customer disconnected from the pump and delivered 10.2 units of insulin, and the fill estimate increased to 170 units. The customer's blood glucose level was 141 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.